Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Attempts to reprogram the device were unsuccessful because communication could not be established. The patient was taken to the operating room, the device was removed, and another programmer was attempted without success, so the device was explanted and replaced. No patient complications have been reported as a result of this event.